Manufacturer narrative:
(B)(4). Quest medical, inc. Has ltd info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The hospital reported that the physician was not able to insert the catheter balloon into the adult pt's lacrimal duct. It was reported he lubricated the balloon and made a second attempt but was unsuccessful. F/u info was found that after that second attempt the physician did not try using another catheter or one of another size due to the trauma and info to the pt's eye. The catheter was returned to the MFR for analysis. No additional info is available.